Event description:
On the first attempt I cannulated the vessel with the needle and then threaded the micropuncture guidewire into the vessel. I met some initial resistance and attempted to withdraw the guidewire but was unable to do easily through the needle. I withdrew the guidewire, but there was clearly evidence of fracture (approx 1.5 cm at the distal end of the guidewire, see image below). At that point, I was able to visualize the guidewire fragment with ultrasound and it appeared to be outside the vessel and there was no clinical evidence of acute limb ischemia. Xr completed and showed guidewire retained in the soft tissues along the volar aspect of the wrist. Ir and vascular surgery consulted to evaluate the fragment and determined it was not feasible to remove given patient¿s condition. Patient expired (B)(6) 2025 (unrelated to retained fragment).

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We were unable to review the manufacturing and inspection records as the lot # was missing. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.